Event description:
A surgeon reported that a probe failed to cut during a vitrectomy. The issue was resolved by replacing the product. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
A product sample has been requested; however, it has not yet been received by the manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).